Manufacturer narrative:
Batch review performed on 17-nov-2020: lot 131515: (B)(4) items manufactured and released on 03-may-2013. Expiration date: 31-mar-2018. No anomalies found related to the problem to date, 29 items of the same lot have been already sold without any other similar reported event since 2016 considering the unscrewing and the infection. Clinical evaluation: 5 years after primary cemented total knee arthroplasty, the insert fixation screw got loose in the joint. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role.

Event description:
During the standard follow-up check, the tibial insert fixation screw was found loose in the joint. The screw has been arthroscopically revised on (B)(6) 2020, 4 years and 11 months after the primary surgery. On (B)(6) 2020 some tissue, through an arthroscopic procedure, has been extracted to check if the patient was septic. On (B)(6) 2020 they changed the inlay due to sepsis.